Event description:
When the nurse attempted to introduce the femoral component to the sterile field, the secondary packaging was incarcerated within the primary outer packaging. Repeated attempts were made to try to remove it by shaking and prying. Finally, a hemostat was used by the surgical tech to lever it loose. It subsequently fell onto the sterile field.

Event description:
When the nurse attempted to introduce the femoral component to the sterile field, the secondary packaging was incarcerated within the primary outer packaging. Repeated attempts were made to try to remove it by shaking and prying. Finally, a hemostat was used by the surgical tech to lever it loose. It subsequently fell onto the sterile field.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual evaluation of the returned device packaging concluded that the box, opened outer blister, and unattached outer blister tyvek lid were unremarkable and showed no signs of deformation or damage. No medical records received or evaluated as none was provided. The exact cause of the event could not be determined because all of the triathlon ps fem component, cemented packaging was not returned for evaluation. The packaging that was returned for evaluation showed no signs of deformation or damage. Further information such as the inner blister is needed to complete the investigation for determining root cause. No further investigation for this event is possible without more information. The reported event regarding the inner blister being stuck in the outer blister of a triathlon ps fem component, cemented was not confirmed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.